Manufacturer narrative:
(B)(4). Device similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician was not able to deploy tx2pf while positioning lesion in the patient's body. The other assisting physician also tried to deploy the tx2pf, but he couldn't do it either. So they decided to take the product out of the patient's body and then both of them tried deploy it again; however, neither of them was able to deploy it. After all, the product was replaced with another size of the product and case went well without any issues. Patient outcome: no adverse event.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on the information provided, it was not possible to determine an exact root cause of the reported event. According to the imaging review a large descending taa with tortuosity of the thoracic aorta, as well as significant tortuosity and angulation of the access vessels were seen. Per the complaint report, a thoracic endograft device was advanced to the target aneurysm but was not able to be deployed. There are no images from the procedure showing the device in vivo. However, it is conceivable that the significant angulation and tortuosity in the access vessels and the tortuosity in the aneurysmal thoracic aorta could have altered the delivery device and affected the deployment mechanism after positioning it in the target vessel. This cannot be definitively determined from the images provided. According to the product evaluation it appears that the failure mode was caused by an inability of the sheath to transmit enough tension to deploy the device. A tear in the outer layer would cause the sheath layers to delaminate ultimately leading to failure of the sheath. Without more information it is not possible to conclude how or when the tear occurred. A tear could have propagated from a manufacturing flaw, excess resistance due to tortuous anatomy or from sharp instrument exposure during preparation or tracking. With the quality steps provided during manufacturing it is unlikely that a significant tear or flaw would be released from manufacturing. Without more information, the root cause is inconclusive. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.